Event description:
The patient was lifted when they heard a crack noise. Nothing was moving anymore. User tried hand control and emergency strap down, but did not work. User had to use hospital bed at the highest position to get the patient out of the sling. The tech opened the lift and tried to remove the unscrewed tapegear, it is stuck inside tried to turn the motor with allen key and nothing moved.